Event description:
It was reported the patient experienced low flow events. Log file analysis noted a few low voltage hazards while the patient was connected to the mpu. The mpu lost total power but during the time the ebb powered the pump until power was restored.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log files. A review of the log files spanned approximately 140 days (01apr19 ¿ 14aug19 per time stamp). Between (B)(6) 2019 at 12:35 and (B)(6) 2019 at 23:53, the no external power alarm intermittently activated due to both white and black lead rsoc voltage levels dropping down to ~3-5v. This event also occurred on mpu support and was consistent with a loss of ac power to the mpu. When power was restored, the no external power alarm cleared. During these events the controller supported the pump at the set speed while being supported by the internal backup battery, as designed. No other notable alarms were active in the log file. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. It is unknown if the mpu cord came loose from the wall or the back of the mpu. A root cause for the second no external power alarm was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the manufacture date, age of device and device identifier (UDI) are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient experienced a no external power event while connected to the mobile power unit (mpu).